Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the left ventricular (lv) lead was failing to capture. The physician capped the lv and no replacement was implanted. The patient was stable throughout.